Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 28-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and while repositioning the leadless implantable pulse generator (ipg), the patient began seizing and it was noted that the patient was not breathing. The patient was bagged, a code blue was called, and a stat echo cardiogram was ordered. Cardio-pulmonary resuscitation (CPR) was initiated as the patient had no blood pressure. An anesthesiologist assisted in obtaining an airway. The echo cardiogram showed that there was no pericardial effusion and the ipg and delivery system were removed intact. A temporary pacing wire was inserted via the left femoral vein. CPR was given for forty minutes; however, there was no return of vitals and the patient passed away. The physician stated that there was no complication related to the ipg or delivery system but rather that the patient was over sedated which led to acute respiratory failure.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the delivery system indicated damage during use. Analysis found the delivery system outer shaft was bent and articulation of the delivery system was out of plane. The analyst noted that the delivery system was returned with the device attached. Visual inspection found the outer shaft kinked between 4.5 and 5 cm from the distal end of the sheath. Curve could be applied but the distal shaft appeared to be out of plane. The analyst could successfully deploy and recapture the device. (B)(4). If information is provided in the future, a supplemental report will be issued.